Manufacturer narrative:
Follow-up from 11-aug-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had it removed. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. In the present case, limited information was provided. The physician reported that out of dozens of patients he has implanted essure, he has only removed one. The exact reason for the removal was not reported. However, given the nature of this event, a causal relationship with essure cannot be excluded. Since essure removal was reported (intervention implied), this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a medical doctor via social media in united states on 21-apr-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted (no details provided). The physician reported that out of the dozens of patients he has implanted essure, he has only removed one. No additional information was provided. The product technical complaint investigation and final assessment were received on 06-may-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had it removed. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. In the present case, limited information was provided. The physician reported that out of dozens of patients he has implanted essure, he has only removed one. The exact reason for the removal was not reported. However, given the nature of this event, a causal relationship with essure cannot be excluded. Since essure removal was reported (intervention implied), this case was regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.